Event description:
Arthrex internal brace defective unit. Product number: ar-1788j-cp. Lot: 15160834. Anchor broke in half prior to placing into inserter. All pieces were obtained and are available for return if needed.